Event description:
It was observed during the device inspection, that the video system center exhibited printed circuit board failure, displays of color bar and no image with camera head. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction of circuit board failure was confirmed, however, the color bars and no image on camera head was not confirmed. Based on the results of the investigation, a definitive cause could not be determined. However, it is likely the following led to the malfunction: circuit board failure: the board has not been immobilized, and from this, we presume that the phenomenon ¿the image gets cut off¿ occurred. Color bars: no probable cause identified. Olympus will continue to monitor field performance for this device.